Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit did not function, the coupling head was worn out and the control unit and motor were defective on the small battery drive device. It was further determined that the device failed pretests for check power with test bench, min.67.5 to 110 w, check the off/osc/on switch mode function and check the attachment coupling. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
After further evaluation, it was observed that the device did not fail the check power with test bench, minute 67.5 to 110 watt during pre-test. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.